Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the resistance was not determined.

Manufacturer narrative:
H3: product analysis of sfr4-6-40-10, lotno: b809692 ¿ as found condition: the solitaire x device was returned for analysis within a shipping box, an opened solitaire x outer carton (b809692), and a dispenser coil. The solitaire x device was returned within its introducer sheath. ¿ damage location details: no damages were found with the introducer sheath. No bends or kinks were found with the solitaire x pusher. The stent was found still attached to the pusher. The stent¿s non-working and working length struts were found to be in good condition. ¿ testing/analysis: the solitaire x device was pushed out from within its introducer sheath without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ report could not be confirmed. No defect was found with the returned solitaire x device. Possible causes of ¿resistance during delivery¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. It was reported that the patient¿s vessel was not tortuous. Information regarding if a continuous flush was maintained was not reported. The marksman catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The marksman catheter is compatible with the solitaire x device. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while inserting the solitaire into the delivery sheath through the walrus and marksman, the solitaire got stuck and would not advance. The system was pulled out and the solitaire had difficulty coming out of the marksman and delivery sheath outside the body. Another solitaire was pulled and delivered with no issues. There was resistance during the procedure during delivery. The vessel was not tortuous. The resistance occurred in the proximal section of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of ischemic stroke. There were no pass attempts with the device. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a engage 8.5 sheath, q'apel walrus guide catheter.